Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead was hospitalized after experiencing syncope and falling. While in the hospital, the patient had a witnessed 8 second pause. Auto capture was in retry, so a manual pacing threshold test was done and the threshold measurement was normal. Pace impedance measurements were also within range. It was noted that the patient was dependent. Boston scientific technical services (ts) discussed loss of capture and how auto capture works. Auto capture was turned off. The device had <0.5 years remaining, so ts suggested thorough lead testing at the device changeout. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this pacemaker was explanted and replaced. At the device changeout, the right ventricular (rv) lead was tested in unipolar. The physician elected to leave the rv lead in service in unipolar with the new device from another manufacturer. Pauses were observed with the lead and the new device, so sensitivity was programmed to 12 millivolts (mv). The lead remains in service. No additional adverse patient effects were reported.